Event description:
Medtronic received information that this bioprosthetic valve was explanted due to mitral stenosis. It was reported that pannus overgrowth encased the inflow aspect of the valve and severly restricted valve motion.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to a patient related condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue on the inflow and outflow. Part of the free margin and lunula of the non-coronary and left cusps were slightly flexible where host tissue was not present. Thick glistening off-white pannus extended over the tissue and base stitching along the left cusp, into all inferior coaptive areas and 2 to 6 mm onto all cusps. Pannus covered the tops of all stent posts extending onto all commissures, encapsulating the non-coronary left and left right commissure resulting in the restriction of leaflet movement. Pannus from the non-coronary left and left right commissures appear to have extended onto the left cusp, forcing it to fold onto itself, resulting in complete leaflet immobility. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.